Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax in the left upper lobe, necessitating hospitalization and the placement of a chest tube. The target nodule, measuring 15 millimeters, was located in the left upper lobe close to the pleura. The procedure was successfully completed without any delays, and the ion system was properly undocked. The pneumothorax was initially identified using c-arm fluoroscopy and was later confirmed through a chest x-ray, prompting the insertion of a chest tube to resolve the condition. Notably, the patient remained asymptomatic throughout the process. Following a one-day hospital stay, the pneumothorax resolved, and the patient was safely discharged home. While the initial report suggested that the respiratory therapist believed recruitment breaths may have contributed to the pneumothorax, the physician disagreed with this assessment. The physician emphasized that the pneumothorax was not directly caused by the ion procedure and could have potentially occurred regardless of the modality used. The physician noted that pneumothorax is a known risk associated with transbronchial biopsies, independent of the use of an ion product. The physician confirmed that there was no device malfunction associated with the event.